Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 200 ohms. Boston scientific technical services (ts) recommended bringing the patient into the clinic for further evaluation including isometrics. This product remains in service no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection identified damage to the radio frequency (rf) antenna, the device casing, and the device header. Tooling markings were noted in the area of the telemetry coil and there were electrocautery markings on the device casing. Additionally there was a weakened header bond. Further analysis found there was no telemetry for this device. Pin gauge testing was done and it was noted that the pin was difficult to insert into both the right atrial (ra) and the right ventricular (rv) ports due to the damaged header. X-ray examination was performed. The df-1+ header wire was found to be fractured. Based on laboratory analysis, the clinical observation of out-of-range shock impedance measurements is believed to be due to the fractured df-1+ header wire. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
This supplemental report is being filed because the device was returned and analyzed.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:39 pm CT. The report number is being corrected from: 2124215-2018-62529to: 2124215-2018-60129.

Event description:
Additional information was received that there was noise and oversensing on the right ventricular (rv) lead in addition to the high out-of-range shock impedance. The system was examined under x-ray and no obvious issues were noted. A procedure was scheduled, and both the cardiac resynchronization therapy defibrillator (crt-d) and the rv lead were explanted. No additional adverse patient effects were reported.